Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure in 2007. It was reported that the patient had a large uterine cavity. The therapy was attempted using 85 milliliters of d5w to fill the balloon and the catheter had trouble maintaining temperature. The surgeon was able to complete the therapy cycle with the catheter, but when the surgeon removed ten milliliters of fluid from the catheter, the balloon came right out of the cervix. When the balloon was inspected, it was noticed that there was a hole in the balloon. There was no adverse patient consequences.

Manufacturer narrative:
The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.